Manufacturer narrative:
The sample was requested to the customer, for evaluation. Complaint samples from the customer are not being returned, finished good lot number was unknown.

Event description:
Customer reported an occurrence regarding sharpoint item 72-1502 unknown finished goods lot. During a corneal procedure using the microknive product, customer states that the blade appeared to have a slight bend at the end which resulted in a tissue tear during the procedure. Additional medical/intervention was required to repair the tear. (B)(4).